Manufacturer narrative:
No patient information provided as no patient was involved in this concern. In trouble-shooting, medtronic representative attempted to inspect and secure all internal computer connections, however, issue not resolved. Replaced the computer and normal function was restored. Return requested. Replacement computer returned to manufacturer on 05/17/2017 for analysis and is under analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) would randomly become unresponsive. The imaging system also occasionally forces a shut down to restore normal function. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the computer for the viewing station of the imaging system was completed by medtronic personnel. Testing found that the drives on the imaging system were out of their respective chassis. The hard drive then indicated an error at startup.